Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 3.5, 5.2, lab: 2.9, 3.0. (Pt not sure about exact result for 3.0 and stated "3 point something"). "Caller alleged imprecision with inratio meter. Results as follows:" 3.2, 5.0, 1.3. First or second drop used when the first drop does not appear large enough. Self-test (husband) = 1.0.